Manufacturer narrative:
Correction device evaluation summary: the reported issue that the blood went straight to waste bag and the instrument did not perform a wash cycle was verified during service. The service technician stated that the instrument continually appeared to pass all calibration but it would then fail and dump blood to the waste bag. The service technician stated that this was an out of box failure and they are requesting a replacement for this instrument to resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note on h3: the instrument was evaluated in the field by a medtronic service technician. The instrument was not returned to medtronic. Device evaluation summary: the reported issue that the blood went straight to waste bag and did not do wash cycle was not verified during service. Service technician stated that the unit continually appears to pass all calibration but will then fail and dump blood to the waste bag. Service is requesting out of box failure and replacement for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that the blood went straight to waste bag. It did not do the wash cycle. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer could not provide the amount of patient blood loss. A transfusion was not required due to this issue. The customer completed the case by sending the remaining blood to the bowl where it was washed and recovered.

Manufacturer narrative:
Device evaluation summary: the reported issue that the blood went straight to waste bag and the instrument did not perform a wash cycle was not verified during depot service. The service technician was unable to confirm the customer complaint. Preventative maintenance and final performance inspections and tests were completed, and no problems were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.